Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe char on surface, and indication of slight melting; the outer flow tubing open end exhibits minor scratch mark, and partially erased red octagonal sign, and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
First failed fiber: joules used: 143,014 and time expended: 35:30 mins. Second failed fiber: joules used: 62,466 and time expended: 15 mins. Third failed fiber: 70,590 joules used. The fiber tips (caps) of all four fibers were not cleaned during the procedure.

Manufacturer narrative:
In follow up #1 should have been 10/27/2017 and not 11/14/2017.

Event description:
It was reported during prostate procedure; four fibers failed due to "end- firing" issue. The procedure was completed using fifth fiber. Patient outcome: "ok" reported. No injury to patient was reported. This event is for second failed fiber.